Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent bladder neck sling with a miniarc and cystoscopy on (B)(6) 2011 due to incontinence with stress component to it.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total vaginal hysterectomy, enterocele closure, platelet rich plasma application for adhesion prevention, anterior vaginal repair, cystoscopy and laparoscopic cholecystectomy; due to uterine prolapse, urinary stress incontinence and symptomatic cystocele. It was reported that following insertion the patient had extracorporal shock wave lithotripsy for renal stones as well as excision of left inferior pole parathyroid adenoma on (B)(6) 2007.